Event description:
It was reported that during prep forrealize band procedure, a leak test was done and a leak was detected in the band. It was retested with a blue dye and it was confirmed that there was a leak in the band. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Device a: (B)(4) = torn. Device b: conclusion: two devices (a-b) were returned for analysis. Device a was returned, with the balloon damaged, two (2) tears were observed; these tears were most likely performed by a sharp instrument, during the implant or explant of the band. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed, and it was noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event. Device b was returned fully functional. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.